Event description:
It was reported to boston scientific corporation in 2007, that a cre balloon catheter was used in an upper endoscopy procedure performed one month prior, (male patient; weight is unknown.) According to the complainant, during the procedure, the doctor was able to dilate the patient. However, when they attempted to deflate the balloon, it would not deflate. The doctor cut the balloon and was able to pull it out along with the scope from within the patient. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Based on the evaluation of the returned sample, the balloon was found to be torn or split close to the proximal bond. This was an indication that the balloon had been cut. Also, the catheter shaft was found to be fractured. The exact cause of the reported malfunction cannot be determined.